Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120109.

Event description:
Voluntary medwatch received states that patient's lead was explanted due to information. There were no patient consequences.